Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following cardiac resynchronization therapy defibrillator (crt-d) implant procedure, right ventricular (rv) lead high voltage impedance was high. The physician went back into the device pocket, disconnected the lead, reconnected the lead. The impedance was then in normal range. It was noted that the lead was fully connected to the device but it was suspected that factors like debris or other issues may have prevented a proper connection. The device and lead remain in use. No patient complications have been reported as a result of this event.